Manufacturer narrative:
(B)(4). It was reported that the customer evaluated the device was evaluated and the reported event could not be duplicated.

Event description:
It was reported that a ventilator generated a compressor operation failure alarm while the device was operating on the battery. After moving the patient to the bed, the air piping was re-connected but the failure alarm was not canceled. The patient was removed from the device and placed on an alternate ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).